Event description:
Tested positive for covid-19 via point-of-care testing for asymptomatic staff in a nursing home setting; upon re-test the result was negative and subsequent pcr swab was negative. FDA safety report ID # (B)(4).